Event description:
Home pt (hp) contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of hp's homechoice machine during their automated peritoneal dialysis (apd) therapy. Nothing unusual was noted with any of hp's supplies, or the technique used to setup supplies. Hp then informed tsc that after receiving the alarm hp ended therapy early and started a new therapy early, and advised hp to complete their therapy by setting up with all new supplies. Per hp, no pt injury or medical intervention was assoicated with this incident.